Event description:
Journal article received: intramedullary infections treated with antibiotic cement rods: preliminary results in nine cases; dror paley and john e. Herzenberg; journal of orthopaedic trauma. 2002 dec; 16 (10): 723-729. Nine patients who had intramedullary infections after undergoing intramedullary nailing (im) procedures. This report represents a (B)(6) year old patient who was diagnosed with staphylococcus aureus status post lengthening-over-nail im nailing. Subsequently, the im nail and screws were removed and revised to new rod. Patient outcome was union and no infection. It was unknown if the product was a synthes product. A copy of the article will be included in this report. This report is for the nail. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Event date: (B)(6) 2002. PMA/510(k): could not be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.